Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The connections of the apl valve assembly and bellows were cleaned to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The connections of the apl valve assembly and bellows were cleaned to resolve the issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.